Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-05. H6: investigation summary. Bd received 3 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm and defective marking with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for embedded fm and defective marking with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367859 from lot 0184370.: spot in tube x2 defective marking x1".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367859 from lot 0184370.: spot in tube x2, defective marking x1 ".